Event description:
It was reported the pt's device was in a power on reset (por) condition. It was stated that following a fall, the pt lost therapeutic effect from their device. It was stated the pt "hit their device on the side of a table when they fell." It was found the pt's device was in por, which was cleared, and the pt had begun recharging their battery. Additional information has been requested, a f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).